Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17016. It was reported the pt's scs system was explanted due to the pt experiencing pain from her scs ipg pocket site to her thoracic scs lead implant site. It was also reported prior to the procedure the sites were tender to the touch and the pt was unable to sit back against them.